Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump started to beep and went blank. Customer stated that they had scratches on screen. Customer¿s blood glucose was unknown. Customer mentioned that insulin pump¿s display returned back but after some moment the light came on, it beeped and display went blank again. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
The pump was received with a blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the blank display. No moisture damage was found on the motor, battery tube, vibrator or keypad assembly during visual inspection.